Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00843-1 h3 other text : product was not returned.

Event description:
It was reported that during surgery, there is gap between the blade is being questioned, causing vibration and creating a bad skin graft. The account thinks that is what¿s causing the graft to mess up. There was no patient harm/injury. The taken skin graft was damaged. There was no surgical intervention, and an additional unplanned skin graft was not needed. There was no surgical delay. Another device was used to complete the surgery. During device investigation, it was discovered that the dermatome may have attributed to the reported event. Due diligence is complete, no further information is available.